Event description:
On (B)(6) 2010, the patient reported the plunger of the insulin cartridge became stuck to the piston rod of the infusion device while changing the insulin cartridge. A small amount of insulin spilled in the cartridge compartment of the infusion device. She was instructed how to remove the plunger from the piston rod and she cleaned the cartridge compartment with a cotton swab. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. No product was requested to be returned for evaluation.